Event description:
The customer contacted stryker to report that their device wou,ld not charge defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a faulty therapy board was the cause of the reported issue and replaced the board. After completing repairs, the device was returned to the customer for use.